Event description:
In 2009, the pt reported that down button on her infusion device is working intermittently. She first noticed the issue a couple of weeks ago. She stated that she "might have had one or two" elevated blood glucose readings of 10-12 mmol/l (180-216 mg/dl) as a result of the failure. She stated that she does not recall receiving the confirmation beeps or vibrations after programming boluses on those occasions. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.